Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2017-01413. The hospital discarded the device.

Event description:
The patient was undergoing a coil embolization procedure in the portal vein using lantern delivery microcatheters (lantern) and ruby coils. It was noted that the patient had a tortuous anatomy. During the procedure, the physician deployed and detached the initial ruby coils in the target vessel using a lantern. It was reported that the physician did not mention resistance while advancing the lantern in the target vessel through a non-penumbra sheath. After repositioning the lantern mid procedure, the physician attempted to advance a new ruby coil through the lantern; however, resistance was encountered resistance and the coil would not advance. Therefore, the physician removed the ruby coil and the lantern. Upon removal, the physician noticed that the lantern was bent. Therefore, the lantern was set aside and the procedure was completed using a new lantern and additional ruby coils. There was no report of adverse effect to the patient.